Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. Device received with all buttons responding properly. No button keypad anomalies were noted. Device received with cracked case at display window corners and battery tube threads. Device received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having high blood glucose of over 600 mg/dl and was not sure if meter was malfunctioning. Customer treated for snacks consumed with manual injection and bolus delivery and blood glucose remained over 600 mg/dl. Customer experienced excessive thirst. Customer was going to seek medical attention. Customer continued to treat high blood glucose and blood glucose began to slowly drop. Customer also reported that buttons on insulin pump were difficult to press. Customer was advised that insulin pump would need to be replaced.